Event description:
It was reported that an ilet bionic pancreas user paired with a dexcom g7 continuous glucose monitor (cgm) experienced a loss of cgm readings on the pump after disconnecting with the pump showing paired to the sensor but not receiving data; the user had a dexcom receiver powered on which the user subsequently turned off and resolved the pairing interference. The user received an impending dosing stop notification with no adverse clinical symptoms reported. Outcomes included risk of dosing interruption with no health impact. User support included remote troubleshooting and identification of a competing paired device. Investigation of this case revealed that cgm-to-pump communication failed due to concurrent pairing with a separate receiver, which likely interfered with the cgm signal to the pump. It was concluded, based on previously established findings for similar reports, that the cause was user environment and setup-related interference rather than a pump hardware malfunction.